Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not delivering insulin properly. Pump supplies were changed and the delivery issue reoccurred. Customer reverted to using manual insulin injections for insulin therapy. Customer¿s blood glucose was approximately 170 mg/dl.